Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a "scan again in 10 minutes" error message was received on the customer¿s adc device. The customer was unable to self-treat due to unspecified symptoms and was administered insulin (type/dose unknown) by a third party for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.